Event description:
The customer reported the device reads the parameters intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. Internal inspection results found recessed pins observed inside the tb20 connector. No errors or loss of measurements occurred with cable manipulation around the tb20 connector.

Event description:
The customer reported the device reads the parameters intermittently. No patient impact or consequences were reported.